Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the monitor becoming black intermittently occurred due to communication failure caused by cable failure. Cause of cable failure is presumed as flooding from cable pinhole. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but it was found that the video connector was broken and there was moisture inside the device. Additional issues were identified during the device evaluation: the cable had scratches, corrosion on the video connector contact, and poor water tightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that the camera head intermittently went black while preparing for a diagnostic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.